Manufacturer narrative:
A field service engineer (fse) found disconnected tubing from the sweep flow reservoir. He replaced the tubing at the sweep flow reservoir and the instrument ran without any leaks. He also found a faulty peltier fan caused by the leak. He replaced the peltier fan to address the issue. The fse also found corrosion on connectors to the manifold of 6 solenoids. He replaced the 6 valve assembly and attached harness on the manifold mf1 of the complete blood count (cbc) module to address the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a contained leak of 2ml from a coulter hmx hematology analyzer with autoloader. There were no error messages observed at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.